Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. The usm has been evaluated by the failure analysis (fa) team. Fa was able to confirm the reported complaint via system logs. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient side cart fixture test platform where direction test is found to be failing on carriage degrees of freedom 6, replicating the reported event. Once testing was completed, the instrument sterile adapter printed circuit assembly was aba tested and was verified to be the source of the fault. As a result of these findings, fa concluded that the isa pca on the usm was found to be the root cause of the reported event.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia and ventral hernia ipom surgical procedure, the customer contacted an intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that they had encountered a repeated 23087 error on universal surgical manipulator (usm) 2. The customer had power cycled the system before calling for support with no change. The customer had disabled usm 2 and were proceeding without the arm for the procedure. The procedure was completing as planned with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Annex c and g codes have been updated.